Manufacturer narrative:
The product was returned for analysis. Intraocular lens (iol) returned in petri dish along with surgical fabric. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut almost dividing the iol in two and scratched/marked-rejectable, there is also a chip out of the optic edge and fibers adhered. No other observations. The reporter stated: "a customer reported that visual acuity had not improved on the examinations from the following day of the surgery to sep 16th. Therefore, the surgeon considers that iol is replaced to a single focal iol". The reporter also stated: the surgeon feels he cannot explain the patient complain (blurred vision) by mechanism of vivity iol. Decrease visual acuity (va) was not recovered after the replacement. The surgeon also considers that there is factor(s) other than the iol, as va has not improved after the replacement. The patients has no eye disease and the test results are normal, so the cause is currently unknown. The root cause for the reported complaint could not be determined, decrease va was not recovered after the replacement. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens (iol)implantation, the patient's tests results showed that the visual acuity was not improved. The patient had blurred vision. The iol was removed and replaced with another non-company lens in a secondary procedure. The clinical reason for explant was, "lens did not fit". The patient's visual acuity did not improve even after lens replacement. The patient had no eye disease and the test results were normal, so the cause is currently unknown.